Manufacturer narrative:
(B)(4). (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The device history record has been reviewed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. However, a corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that during the operation, it was found that the outer packaging of bone cement was complete, but the inner sterile package is opened, the surgery is completed with another bone cement.

Manufacturer narrative:
(B)(4). Additional and corrected information are filled in the following fields: complaint sample was evaluated and the reported event was confirmed. Evaluation of returned device found the supplier sealing was opened in 1 area. The manufacture sealing was intact. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a product design issue. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Please refer to report 3006946279-2018-00255.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.